Event description:
The device was returned for disposal.

Event description:
It was later reported that there were multiple pump motor stalls and recoveries. On (B)(6) 2013 a motor stall occurred with no recovery and a tube set had occurred. There were no associated MRI's. The hcp stopped filling the pump on (B)(6) 2013 due to the patient having cancer and meds being changed to oral. The plan was to discontinue therapy however the patient had a turnaround and they wanted to resume therapy. The healthcare professional would like analysis on the pump once it is returned and analyzed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was beeping due to a pump motor stall. It was noted that the patient developed cancer and was on chemotherapy. There was no pump replacement at the time of the report. The intrathecal medications were replaced with oral medications. No patient injury was reported. The pump was being used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly. There was corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing.

Event description:
It was reported that a pump motor stall occurred, and the stall never recovered. The patient was noted to be hospitalized for other health reasons (cancer), and was not a surgical candidate at the time of the report. The patient's symptoms included less than 50% therapy relief. The medication used within the system was unknown. It was later reported that the patient's outcome was not known. It was still thought that the pump had not restarted.

Event description:
Additional information received reported the patient had a return of pain and severe diarrhea due to the motor stall. It was noted the pump had most likely stopped delivering medication. It was further reported the patient¿s pain was well controlled post new intrathecal drug delivery implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.